Event description:
Patient arrived for scheduled dialysis treatment. Pretreatment vital signs bp- 120/67, pulse -78, resp. - 18, temp.- 97.2. At approx. 11:58am dialysis was initiated. At approx. 12:30pm, patient reported shortness of breath, bp 90/60, pulse -90, resp.24, o2 sat 88% in room air. Normal saline and oxygen administered. Physician notified. All blood returned, treatment terminated. 911 activated. Patient referred to the local hospital for the further evaluation. Similar episodes occurred on three other occasions with the same outcome.